Manufacturer narrative:
The lead was successfully repositioned and remains actively implanted. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead was exhbiting elevated threshold measurements due to suspected microdislodgement. A revision procedure was performed and the lead was successfullly repositioned. No other adverse patient effects were reported.